Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing using the returned multifunction cable without duplicating the report. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.